Event description:
Patient reported left side "hardness", "itching", "pain", "cant raise their left arm over their head or sleep on left side", "feel sick", and "inflamed lymph nodes." Patient additionally reported "lumps"; this is not device related. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardness", "itching", "pain", "cant raise their left arm over their head or sleep on left side", "feel sick", and "inflamed lymph nodes."